Manufacturer narrative:
A ge service rep performed an on site investigation, the ccd camera was evaluated and recommended for replacement. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.